Event description:
It was reported that the 8800 system experiences intermittent collapse of images. This condition was discovered during periodic maintenance. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced and adjusted the image intensifier power supply. The system was tested and found to be working as intended and placed back into service.